Event description:
It was reported that there was "a pump failure". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8703w, lot# l51342, implanted: (B)(6) 1998, explanted: (B)(6) 2005.

Manufacturer narrative:
(B)(4).